Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) was at 115 mg/dl.

Manufacturer narrative:
Remove from d4 - unique identifier (UDI) # = (B)(4). Add to d4 - lot no = pd1k05132111. Add to d4 - expiration date = 11/13/2022. Add to h4 - device mfg date = 5/13/2021. Add to d4 - unique identifier (UDI) # = (B)(4).